Event description:
Imp ref #: (B)(4).

Manufacturer narrative:
Document review: gmk primary resurfacing patella size 4 - 10mm: ref. 02.07.0410sf/lot 130212 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected and the info received, the event is likely not device related.